Event description:
It was reported that pump experienced malfunction alarm with code 16, and no events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.